Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was used three patients after using the subject device to the patient who was suffering creutzfeldt-jakob disease (suspected). The user did not know that the patient suffered creutzfeldt-jakob disease (suspected). The subject device had been reprocessed with non-olympus (fuji) automated endoscope reprocessor after the primary cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus. Therefore the subject device was not available for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.